Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage-pericardial effusion) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation could not be determined the cause for the reported pericardial effusion. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. During the procedure, heparin was administered, and the patient's activated clotting time (act) level was 256 seconds. The patient's rhythm was paced. The transseptal puncture was inferior/posterior. The left atrial pressure was 19mmhg. The sheath was exchanged in the left upper pulmonary vein. The occluder was implanted with a single deployment. No protamine was administered. Post procedure, a pericardial effusion was noted. A pericardiocentesis was performed, and 250ml of fluid was removed. The user believed the amulet occluder caused the pericardial effusion. The patient status was reported as stable.